Event description:
It has been reported that during pci (percutaneous coronary intervention) operation, an iab (intra-aortic balloon catheter) was inserted due to decreased blood pressure. A sheath was inserted into the patient's left femoral artery. The md tried to insert the iab however, the iab did not reach the lower abdominal area and therefore the md discontinued this procedure. According to the report "the iab was pulled out till sheath area." A competitor iab was inserted via the patient's left brachial. There was a 30 minute delay in iabp therapy. There was no reported patient death, injury or complications. Medical/surgical interventional was not required. The patient outcome is listed as good. Refer to MDR report 1219856-2015-0000 for the first reported event involving this patient.

Manufacturer narrative:
(B)(4).